Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "device failed the 20ml volume test and the door latch does not close. Device needs to be repaired and will be needing a new one. There was patient involvement, and a delay in therapy but the device was changed in order to continue the therapy to the patient. Acknowledgement letter will be sent to customer once cmr number is available. (B)(4) (B)(4) 2016. Pump treatment information: na. Type of drug: na. Delay in therapy: yes. Need for medical intervention: no. Human harm: no."